Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became fully unresponsive, preventing swipe-to-unlock and with the top portion not responding, consistent with a device problem of unresponsive keys or buttons involving the touchscreen component; the device was restarted via the mobile app without recovery, and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive control interface affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.